Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had high thresholds. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.